Event description:
Reported via clinical study it was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The CT imaging showed that there was an incomplete closure of the laa. No further information available at the time of this report. It was further reported that a transesophageal echocardiogram (tee) imaging procedure was performed which showed a complete seal of the closure device.

Event description:
Reported via clinical study. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The CT imaging showed that there was an incomplete closure of the laa. No further information available at the time of this report.